Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1233405) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was achieved in the procedural room. Approximately 15-30 minutes post closure a hematoma >5cm was observed in the recovery room. A femostop was applied for 20 minutes which prompted an ultrasound and subsequently a CT scan which revealed a pseudoaneurysm. Thrombin was then injected to resolve the pseudoaneurysm. The patient was discharged from the hospital on (B)(6) 2013. No further information is available.